Event description:
It was reported that the ventilator failed pre-use check. Moreover, the device was leaking water. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Moreover, the device was leaking water. The ventilator was investigated on site by our field service engineer. According to service report issue was resolved by replacing the pcb expiratory channel, pcb expiratory channel connector and expiratory valve coil. However, despite several reminders, no part returned for investigation. Therefore, no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced. The pc 1785 expiratory channel connector is a connector board including signal filters that is mounted in the expiratory cassette compartment. It connects to pcb expiratory cassette mounted in the expiratory cassette when the cassette is docked to the expiratory cassette compartment. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory pipe. The pull magnet is electrically activated (closed) from the main block expiratory channel. When the safety valve is not activated, the weight of the pull magnet axis, in combination with the design of the valve membrane, pushes the pull magnet axis downwards. This actuates the safety valve to be opened and the inspiratory gas is let out from the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure.